Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that epicardial pacing patch exhibited high out-of-range impedance measurements and high threshold measurements for at least a year. During an unrelated device replacement procedure a new epicardial lead was successfully implanted. No adverse patient effects were reported.